Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that the insulin pump was going crazy and now she was unable to do anything with the device. She stated that she had tried to program a bolus for food when the issue began. She noted that she was finally able to dose for carbohydrates, and then the insulin pump finally alarmed button error. The customer did not know the blood glucose reading. The customer did not observe any other significant events leading to the alarm, stating that she was not operating the insulin pump when she received the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The unit was received with a minor scratched liquid crystal display window, cracked reservoir tube lip, and cracked battery tube threads.